Event description:
It has been reported that device voice prompts are not functioning correctly.

Manufacturer narrative:
(B)(4). Reported as issue could not be cleared by operator. Due to age of device (10 years), will not be replaced. Customer has been advised to remove from service.